Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. Olympus received a copy of a medwatch report (#mw5082167) on january 8, 2019 which states, the end piece (probe) of thunderbeat was reported missing during a case. The thunderbeat piece was broken off and found on top of the patient.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In addition, insufficient information was provided by the user facility. Multiple follow ups were made by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The cause of the event cannot be determined at this time. However, to mitigate the risk of damaging the device, the instruction manual provides warning which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during gynecology procedure, the metal probe of the device snapped. The intended procedure was completed with a second like device with no issue. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation of the subject device. The referenced device, with lot# mk786835, was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there is some tissue build up which indicates usage. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed. Additionally, there are charred marks noted on the teflon pad. The distal end of the device was inspected under a microscope and found the probe was detached, 17mm of the probe was missing and not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the broken probe is potentially attributed to the probe coming into contact with a hard or metallic surface during activation. The cause of the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.